Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a message stating all insulin deliveries had stopped. There was no reported impact to the customer's blood glucose level. No further information regarding the reported issue or patient information was available.